Event description:
The patient was transported to the emergency room (ER) via ambulance and presented with excessive sedation, slurred speech, and numbness in legs. The ER physician wanted the pump stopped because it was malfunctioning. The ER physician and nurse both declined an offer of emergency assistance over the phone and opted to have home infusion services assist further with the patient and device. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.